Event description:
It was reported that the pack was assembled incorrectly. When the customer opened the custom pack, the av loop was found outside of the sterile area. The failure was detected during setup of the pack and no pt was involved. Related to MFR report #'s: 2248146-2014-00178, 00179, 00180, 00181, 00182, 00183, 00184, 00185, 00186.

Manufacturer narrative:
The device was returned and it was determined that the reported problem was most likely the result of assembler error, since the kit was found to have the av line assembled in the tray up to the incorrect tape line. It was also determined that the issue was not identified prior to testing the facility, because the current inspection method only required the first unit to be inspected for correct assembly within the unitray. The units currently in stock for this lot were inspected and reworked to correct his issue. In order to prevent these issues from occurring in the future, inspection methods for packaging within the unitray have been changed to match the level used during mfg of device. Additionally, the assemblers responsible for mfg this product line were retained on the correct method to package this custom kit. (B)(4).